Event description:
The nurse reported the touchscreen froze during surgery. The system was switched out. There was a delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. A system message was found in the event log indicating an improper system shut down. The system was then tested and met all product specs. (B)(4).